Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the error reported by the customer is displayed when abnormality occurred on the communication between endoscope and processor. It is presumed that communication failure occurred due to damage (deformation, deep scratch) of video scope connector pin and kink on cable near camera head unit. The event can be prevented by following the instructions for use which state: never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated and the customer¿s allegation was confirmed and an e224 communication error appeared due to deep scratches and deformation of the video scope connector terminal pins and a kink on the cable near the camera head unit. Additionally, evaluation found the housing rubber part was peeling and the label on the rear cover was faded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus they received an error message when using the 4k autoclavable camera head during an unspecified diagnostic procedure. There was no report of patient injury or medical intervention associated with this event.